Event description:
It was reported the device was being used in a laparoscopic nissen procedure. It was reported the knot appeared to be intact however it was not. The surgeon tied the knot intracoporeal and completed the case. There was no patient consequence.